Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited oversensing during follow up. The lead was explanted and replaced during device upgrade. The patient was doing well.